Event description:
Pt was in for treatment of uterine fibroids. The surgeon was using suture to repair the uterus when the needle broke from the suture. A piece was retreived from the surgical field and the box of sutures were removed from the room.